Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) failed to deliver energy. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise number # (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, we were unable to find when the device was sold to the account. The certificate of conformance (c of c) was not available for review because, the reported serial number does not appear to be included in any of the batches received in maquet (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) failed to deliver energy. The hospital did not report any patient effects.